Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during an unspecified procedure, the display of the evis eus ultrasound bronchofibervideoscope device went dark. The procedure was completed with an olympus back up device. There were no reports of patient harm.